Event description:
It was reported that a patient had been ventilated (using an esprit? Ventilator) using the device in the breathing circuit that had been installed at 6:30 pm the preceding day to the event. At 9am on the day of the event, the attending respiratory therapist initiated a nebulized medication treatment, which was the fourth such treatment since the device had been initiated in the circuit. Nebulized medication treatments were administered using a salter? Nebulizer, driven by wall oxygen, continuously during the course of nebulization, as opposed to being synchronized with inhalation, as is the case on other ventilation systems. The first three nebulization treatments were uneventful. After the therapist initiated the 4th treatment, he relocated to a different room. He was then alerted to an event in the room he had left, in which the patient was in distress and exophthalmia. There was high pressure in the inhalation arm of the breathing circuit. The therapist revoked the device and the pressure returned to approx 20 cm h20.no further clinical sequelae were reported.the nebulized medications administered were atrovent ? (Ipratropium bromide) and ?soponex?.

Manufacturer narrative:
The returned device was evaluated in the firm's laboratories. The device was ethylene oxide disinfected prior to investigation. When the external examination was carried out, no abnormalities were observed and the device appeared to be representative of the current manufactured product. Deposits were observed on the inside of the housing of the patient side and also on the ports of the machine and patient sides, suggesting that nebulized medications were used. The air flow resistance (delta p) readings obtained from the test device, prior to standard hydrophobicity testing, were similar to that obtained from an unused control device. A standard hydrophobicity test was performed on both the returned and the control device. No fluid exited the downstream ports of both devices and so these passed this test. The air flow delta p test was performed again after the standard hydrophobicity test had been performed and the results obtained from the returned device although higher than those obtained from the control device (average of 3.7 cm h2o vs. 1.7 cm h20) were not of clinical significance. A surface tension evaluation was performed on samples of rinsate collected from the patient sides of both the returned and control devices. Bottled sterile water was used as the control sample and de-ionized water was used as a check sample. The check sample was within the specified range of 69-74 dynes/cm. The values obtained from both the test sterile water and water from the control device were also within the specified range. Water from patient side of the returned device which had a lower surface tension: measured 50.71 dynes/cm. Conclusion: the user's report of blockage of the device could not be reproduced in laboratory flow testing, the increment of flow resistance vs. An unused filter, in the wet state, would have been unperceivable to the user. The hydrophobicity of the filter media was normal. Evidence of the use of nebulized medications with surfactant activity was confirmed in the external examination, and in the decrease in surface tension of the rinsate. This effect on surface tension was not reflected in the measured flow resistance. The reason for the disparity between the user's experience and the laboratory conclusion is unclear. It is conceivable that, at the time that the user investigated the high line pressure, and removed and replaced the device, a different source of the flow blockage was simultaneously resolved. Summary: the user's report could not be confirmed. Unless substantially significant information becomes available, this constitutes a final report.